Event description:
It was reported that at implant the first left ventricular lead attempt could not get into the target vessel and then when the physician tried to introduce the inner sheath he dropped it on the floor. This lead was then replaced with the attempt of a new left ventricular lead; however the physician could not get satisfactory numbers at any location after attempting multiple vessels. The physician then removed this second lead and decided to implant a biventricular defibrillator with the intention of a future epicardial lead placement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. (B)(4): no anomalies found; full lead returned and analyzed.